Event description:
Caller reported blood glucose results of 125 mg/dl on mobile system, 72 mg/dl on aviva expert system within 10 minutes. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
The event occurred in (B)(6). Medwatch with identifier (B)(6) is for mobile system, medwatch with identifier (B)(6) is for aviva expert system.